Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that multiple shims (tasp) were found to have missing ball bearings. There was no patient involvement.

Manufacturer narrative:
(B)(4). Reference CAPA 997, verified item lot combination and reviewed manufacturing date as returned item # 42527900703 lot # 62761150 exhibits signs of repeated use and has one of components 42527991001 and 42527991002 disassembled / missing the components were not returned reference attached photographs. The device history records for item # 42527900703, lot # 62761150 & receiving inspection report for item # 42527950703, lot # 80625159 were reviewed for deviations and/ or anomalies with no deviations/anomalies identified. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A complaint history search will not be performed as this device is within the scope of the CAPA 997 design update. This device is confirmed to have been a part of the CAPA 997 investigation. Field action zfa 2014-67 and z-1052-2015 were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue.

Event description:
No further event information available at the time of this report.